Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred, and the procedure was cancelled and scheduled after the system was fixed. No further information was available from the customer. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, the fse found that the fuse was burnt, and mains interface unit (miu) had no power. To resolve the reported issue, the fse replaced the mains interface unit (miu) certeray and fuse. Following the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.